Manufacturer narrative:
Per the fresenius medical care pharmacovigilance physician report. The blood in the drain reported by the patient is unlikely related to the liberty cycler machine. This event could be caused by the recent surgical repair of inguinal hernia which appeared at the start of peritoneal dialysis. This hernia was continuously monitored and as it was growing in size, it was repaired. There were no reported drain or fill problems prior to the surgery. Inguinal hernias are a common complication of continuous cycling peritoneal dialysis. Medical history and treatment sheets were not available for review. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
Patient called tech support from home during peritoneal dialysis reporting slow fills and seeing red in the patient line. Patients peritoneal dialysis nurse stated that the blood in the patient line was attributed to a recent hernia repair. Patient came into the clinic the next day and effluent was clear. Peritoneal dialysis effluent was cultured the results were negative. The inguinal hernia first appeared at the start of the patients peritoneal dialysis and was continuously monitored. Due to the growth of the size of the hernia, surgical repair was performed. Per the peritoneal dialysis nurse there were no reported large drain volumes or overfill events. Patient has resumed normal fill volumes and continues continous cycling peritonaeal dialysis without problems on the same cycler.